Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, the device was received discolored, showing evidence of blood contact. No visible distortion or damage was observed on the valve. All leaflets were flexible and intact. All commissures were intact. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the analysis of the device, there was no indication of a product quality issue that would have contributed to the reported events. A true root cause to the reported events was not determined; however, based on the reported information, patient anatomy may have been a contributing factor.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that the patient with a non-medtronic valve presented with pulmonary stenosis and calcification. The valve was pre-stented in preparation to implant a melody transcatheter pulmonary bioprosthetic valve (tpbv). While moving the ensemble delivery system into the left pulmonary artery, the nose cone was noted to be difficult to advance due to stenosis of the vessel. During deployment, the valve moved from the targeted location into the right ventricle. The valve remained attached to the guide wire. Several attempts were made to snare the valve, but were unsuccessful. The valve was surgically removed from the patient and replaced with another medtronic pulmonary bioprosthetic valve. No adverse patient effects were reported and it was reported the patient recovered.